Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was experiencing a battery life issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump was able to power on with the returned battery cap. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. (B)(4).